Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a right distal popliteal lesion. Pre-dilatation was performed with a 5.0 x 60 mm armada 35 balloon catheter and a 5.0 x 60 mm non-abbott balloon catheter. A 4.0 x 60 mm supera stent was successfully implanted; however under post deployment angiography it was revealed there was in-stent thrombosis in the distal 2/3 of the stent implant. The thrombosis was aspirated with an export catheter and heparin was given to complete the procedure. The patient was fine the next day. No additional information was provided.